Event description:
On (B)(6) 2012, the pt reported the up and down buttons on the infusion device work intermittently. She noticed this on (B)(6) 2012 when she pressed both buttons and neither made a connection. The infusion device was dropped within the last 4 days. Both buttons are raised. The infusion device was requested for evaluation. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.